Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Air alarms at the beginning of treatment are indicative at residual air in the cartridge that was not adequately removed by the operator during prime. The user's guide contains adequate instruction for removal of air during prime and treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified and provided additional training and monitoring. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air and arterial air alarms occurred at the beginning of a routine hemodialysis treatment. Due to the amount of time spent troubleshooting the alarms, the circuit clotted preventing rinseback and resulting in an estimated blood loss of 80cc. No medical intervention was required.